Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the heating wire had become separated from the silicon jaws of the vasoview hemopro 2. This was not noticed until the harvester placed it in the scope port. A pretest was planned, at which point the issue was noticed before use in the leg/vein. The tool was inserted into the port correctly, with no resistance noted. Power box was at 2.5. Another kit was obtained and the procedure proceeded without issues to the vein or the patient. There was a 2-3 minute delay while opening another kit.